Event description:
The reporter stated that the up arrow, down arrow and ok keypad buttons felt flat when pressed and required multiple button presses on the keypad a week ago in order to get a response. The reporter also indicated that the keypad was intact, had normal spring back and that the patient wears the pump under his garment and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.